Event description:
Customer sent a repair request reported with an issue of b30 error. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Device was received and evaluated. Device inspection and evaluation, service repair noted error b30 observed. Service repair noted , this likely due to failure of the imaging unit, a board inside the scope connector or problem on the system side. In addition, service repair noted peeling of the objective lens adhesive part was found and although it cannot be specified, it is presumed that the defective item is due to stress used, external factors, or handling. Additionally, the bending angle is insufficient due to the elongation of the angle wire and scratches observed on video connector, grip, control knob , operation part, light guide connector, surface of the light guide connector due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Healthcare professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified. The event of the b30 error was most likely caused by a failure of the imaging unit, a board inside the scope connector, or a problem with the system. The peeling of objective lens adhesive was most likely caused by stress, external factors, or handling. Olympus will continue to monitor field performance for this device.